Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor was not engaging and generated both low pressure and high temperature errors. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Exemption #: e2018003. Getinge USA sales, llc (B)(4). The reported device was investigated at the hospital by our field service engineer. The compressor displayed alarms for low pressure and high temperature and was not engaging. The compressor motor was identified as faulty and was replaced. After repaired action, the unit passed all functional and safety tests, the unit was returned back for clinical use. The investigation findings do not lead to a clear conclusion about the cause to the reported event. This due to the lack of returning the exchanged part back for investigation. Several reminders of goods request were sent.

Event description:
(B)(4).